Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source does not turn on. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint light source does not turn on was confirmed. Based on the results of the investigation, the was caused by damage to the power supply. However, a definitive root cause for how the power supply was damaged could not be determined. Olympus will continue to monitor field performance for this device.